Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator and assigned the cause to circuit pressure transducer failure.

Event description:
A customer reported that the vela ventilator displayed "mdx code" and the ventilator was not functioning. The customer reported that there was no patient involvement associated with the event.